Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-05996. The pt has two leads for off-label use. It was reported the pt was experiencing hip stimulation due to one of the leads migrating. As a result, the pt underwent surgical intervention on (B)(6) 2013. During the procedure, the doctor relocated the lead that had migrated. Relocating the lead resolved the pt's issue. Both leads are being reported because it is unk which lead had migrated.